Manufacturer narrative:
Qn #(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73d2401024 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. The case details were reviewed. Following a tavr procedure, an 18f manta was planned for closure. A centrally positioned access was gained utilizing a single stick. Procedure requirements, as indicated in the manta instructions for use, state that arterial access should be achieved using a micro-puncture technique with ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. The right common femoral arteriotomy was noted as having less than severe calcification and a deployment depth measurement of 7.5 cm + 1 cm. There were no issues in advancing or withdrawing the procedural sheaths during the case. Twenty minutes before manta closure, the activated clotting time measured was 341 sec. Heparin and protamine were administered, and an 18f manta device was deployed to the measured depth. While inserting the manta device and handle into the manta sheath hub, the manta device malfunctioned and separated at the point of connection. Due to concern for the collagen and radiopaque lock being deployed incorrectly, the first 18f manta device was removed. Upon in vestigation, the collagen and radiopaque lock were seen deployed inside the manta device. A second 18f manta device was opened and deployed without complication, achieving hemostasis. The patient did not experience any harm, injury, or consequence due to this event. Patient outcome post-procedure was successful. Due to no further information regarding the initial and deployment procedures, patient demographics, and no angiograms or device submitted for this investigation, the root cause of why the manta device became damaged during use, cannot be determined due to insufficient information submitted for this investigation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "account states that manta completely fell apart during use on friday during tavr. Account did not keep compliant product in question". Ai received on 05feb2025: "when the manta went into the sheath, at that point, the manta device itself at point of connection separated with malfunction. Md removed device, due to concern for collagen and clip being deployed incorrectly. Upon investigation collagen and clip were deployed, but inside device. Used another manta device and achieved hemostasis. No complications occurred after this point. Patient outcome was successful."

Event description:
It was reported that: "account states that manta completely fell apart during use on friday during tavr. Account did not keep compliant product in question". Ai received on 05feb2025: "when the manta went into the sheath, at that point, the manta device itself at point of connection separated with malfunction. Md removed device, due to concern for collagen and clip being deployed incorrectly. Upon investigation collagen and clip were deployed, but inside device. Used another manta device and achieved hemostasis. No complications occurred after this point. Patient outcome was successful."

Manufacturer narrative:
(B)(4).